Event description:
It was reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert identified as alert 07. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by continuing to use the original tandem wall adapter and charging cable, after which the pump began charging without further assistance needed.